Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experienced hyperglycemia with manual injection for treatment. Customer blood glucose level was over 465 mg/dl. Insulin pump had a insulin flow blocked alarm. Customer confirmed about used insulin pump system within 48 hours of reported event. Troubleshooting was performed for insulin flow block alert. Customer confirmed about used of the auto mode feature actively at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The products will not be returned for analysis.